Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: (B)(4) 1.section b. Box 5. Describe event or problem results: the pet lock was intact on the proximal end of the pusher assembly. Bends and kinks were present on the pusher assembly approximately 5.0, 18.0, 26.0, 34.0 and 80.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned ruby coil revealed a functional device. During functional testing, the ruby coil was advanced through its introducer sheath and a demonstration lantern without an issue. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance could not be determined. Further evaluation revealed pusher assembly bends and kinks. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod packing coil (pod pc), ruby coils, non-penumbra coils, and a non-penumbra microcatheter. During the procedure, the physician successfully implanted one pod pc and two non-penumbra coils just above the bifurcation of the subclavian artery using the microcatheter. Then, after advancing the next ruby coil out of its introducer sheath; the physician experienced resistance and subsequently, the ruby coil became stuck after advancing a few millimeters within its introducer sheath; therefore, the ruby coil was removed. The procedure was completed using two ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod packing coil (pod pc), ruby coils, non-penumbra coils, and a non-penumbra microcatheter. During the procedure, the physician successfully implanted one pod pc and two non-penumbra coils just above the bifurcation of the subclavian artery using the microcatheter. Then, after advancing the next smart coil out of its introducer sheath; the physician experienced resistance and subsequently, the smart coil became stuck after advancing a few millimeters within its introducer sheath; therefore, the smart coil was removed. The procedure was completed using two ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.